Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the device changes intensity on its own. The patient felt changes in pain and felt the ins turning off. Changes have not been checked with patient programmer. It was noted that the patient will continue with same settings and report if there are any changes. No further complications were reported or anticipated.